Event description:
It is reported by the nurse, that the cannulated screwdriver blade broke. A replacement was used to complete the procedure.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.